Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead(s) and anchor site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s) and anchor(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
Reference manufacturer numbers: 3006705815-2021-02801, 1627487-2021-14664, 1627487-2021-14665. It was reported that the patient experienced an infection at the scs lead midline incision site after their implant in (B)(6) 2020. The whole system was explanted on an unknown date. The infection had resolved sometime between the date of explant and (B)(6) 2021 where a new system was implanted to cover the same pain map. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.